Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and repliform and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele and vaginal vault prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, enterocele, weakened rectovaginal septum, sigmoidacele, infection, urinary problems, bowel problems, dyspareunia and recurrence.